Event description:
It was reported that a pt underwent surgery for comminuted left patella fracture on (B)(6) 2010. On (B)(6) 2010, upon removal of the anchoring material and patella arthrorise, a drain was placed at the knee joint using the sheath of the arthroscope. The drain was sutures at the arthroscope insertion site. On (B)(6) 2010, the drain was removed. On (B)(6)2010, the pt underwent x-ray examination and a foreign object at the knee joint was found. On (B)(6) 2010, the pt underwent removal of the foreign object and stereoarthrolysis. The foreign object was found to be a portion of drain (7cm in size). The surgeon stated that he might have damaged the drain with the edge of the arthroscope sheath when he placed the drain.

Manufacturer narrative:
(B)(4), conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. Add'l info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 50716isp, mfg date: 01/18/2010, exp date: 01/31/2015. Batch 50717isp, mfg date: 01/28/2010, exp date: 01/31/2015. Batch 50718isp, mfg date: 02/02/2010, exp date: 01/31/2015. Batch 50719isp, mfg date: 01/21/2010, exp date: 01/31/2015. Batch 50831isp, mfg date: 02/19/2010, exp date: 02/28/2015. Batch 50832isp, mfg date: 02/26/2010, exp date: 02/28/2015. In addition, a review of the batch mfg records for the possible batch numbers was conducted adn the batches met all finished goods release criteria.